Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient has a knee replacement surgery on unknown date. Patient underwent revision procedure on (B)(6) 2016 due to infection. During the procedure, implants loosened or became loose and consequently were revised with antibiotic spacers. Will be replaced with another manufactures product when infection heals. Information received by surgical specialities on (B)(6) 2016.